Event description:
Info was received from a physician regarding a pt with a history of osteoarthritis and no allergies to eggs, who experienced right knee effusion, pain, tenderness, decreased range of motion, and had a synovial fluid culture positive for "staph." The pt received one synvisc injection into the right knee in 2004. After the injection, the pt experienced and effusion, pain, and tenderness in their right knee. Two days later the pt presented to the emergency room with all of their symptoms continuing and decreased motion. Pt was admitted to the hosp and underwent surgical debridement with a hemovac drain. Fluid was aspirated and shown to be positive for "staph." The treatment with synvisc was discontinued. At the time of this report, the pt had been discharged from the hosp (date unk) and outcome was unk.